Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal missing, and no physical visible damage was found on the pump. The device?s event history log was reviewed for evidence of the reported event, "error code 41622" was found. Functional testing was conducted, and a battery loss alarm test was performed. The device passed the battery loss alarm test. The investigation has revealed the customer reported problem was duplicated. Error code 41622 was duplicated but the device (cam sensor) works and passed all tests. To address the issue the cam sensor (optical switch sensor) will be replaced as a preventive measure. Review of the DHR found there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed during receipt check with error 41622. No patient injury reported.